Event description:
Difficulty getting good capture. Lead imped went to 2000 ohms and pt's blood pressure dropped during testing in different positions. Development of pericardial effusion during lead placement. Additional information received reporting sudden chest pain and unacceptable thresholds. Effusion resolved itself.